Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch that was reproducible with isometrics. No intervention was performed. The patient was stable.

Event description:
New information received noted that the right atrial lead was explanted and replaced. The patient was discharged.